Event description:
The clinician reported that 1 year and 4.5 months after the dental implant and angled abutment were placed in ada site 29 in the mouth, the implant did not integrate in type iii bone. Clinician noted the patient's pain, mobility and biomechanical overload. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation was noticed that the item received is different from the item reported. Therefore, the item was corrected and the lot number was not considered. The immediate load can cause micro movements of the implant, leading to the formation of conjunctive tissue around the implant, which hinders the direct contact between bone and implant. The investigation of the complaint was carried out considering the analysis of the information given by the dentist in the guarantee form and visual conference of the product returned by the dentist.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 1 year and 4.5 months after the dental implant and angled abutment were placed in ada site 29 in the mouth, the implant did not integrate in type iii bone. Clinician noted the patient's pain, mobility and biomechanical overload. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.